Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial and right ventricular leads had high/undefined pacing impedance that triggered a warning which was found during a remote monitoring transmission. The leads remain in use. No patient complications have been reported as a result of this event.